Manufacturer narrative:
The field service engineer found the pre-wash sipper was bent. He adjusted and checked the alignment. Quality control was then acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys total psa immunoassay results from the cobas 6000 e 601 module. The samples were repeated on (B)(6) 2021 on another cobas 6000 e 601 module after an issue with calibration. Patient (B)(6) initial result was 2.23 ug/l and the repeat result was 0.036 ug/l. Patient (B)(6) initial result was 0.32 ug/l and the repeat result was 0.069 ug/l. Patient (B)(6) initial result was 0.74 ug/l and the repeat result was 0.061 ug/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 49234700 with an expiration date of 31-dec-2021.